Manufacturer narrative:
Date of event - estimated as event noted to be less than a year after implant. Implant date- estimated as this was a year prior to the estimated date of event.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Less than a year post procedure, the patient had a stroke. The patient is now back on blood thinners.